Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap experienced flowmeter unstable movement. The flow fluctuates between 8 liters per min to 10 liters per min. At this time, it is unknown if there was any patient involvement associated with the reported issue.